Event description:
Related manufacturer reference number:2017865-2022-49037, related manufacturer reference number:2017865-2022-49038. It was reported that the device was explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. It was also noted that the right atrial lead and the right ventricular lead exhibited failure to capture, noise, and varying impedance. Both leads were explanted and replaced.